Manufacturer narrative:
Date of birth: requested, not provided . Ethnicity: patient is an animal. Race: patient is an animal. Lot number: requested, unknown. Expiration date: unknown due to unknown lot number . UDI: unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date: unknown due to unknown lot number. Occupation: veterinarian. The actual sample was not available for evaluation. Instead, a reference photo from the tmc showed a proximal hub of the IV catheter connected to an infusion connector. Its condition cannot be confirmed through the photo. As informed through the details of the complaint, the involved device was inserted and placed on the patient for four (4) days without any reported issues which indicate that the device performed properly. It is most likely that the damage occurred during the removal process. We have received twenty-seven (27) complaints covering fy20 to fy22 (february 1, 2023), from the same issue where the cause was not identified as related to our product or production process. There is no evidence that there was a pre-existing defect with the device related to either the materials or the manufacturing process. Further evaluation of the tensile strength of our catheter tube was conducted through manual pulling and bending tests using resistance breakage tester (in reference to the previous catheter breakage complaints). The catheter tube elongated, and an evident dent was observed however, no breakage or holes were noted on the catheter tube. No retention sample and lot history file were checked since the complaint lot number is unknown. We will further investigate this issue once the actual sample has been received. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Terumo medical products (tmp) (importer) registration no.(B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the doctor inserted a surflo etfe 16g x 2" on 1/7 on a newborn foal. The catheter was inserted in the right jugular vein and was in for four (4) days. When they went to remove the catheter on 1/10 from the colt, the "white" part of the catheter had broken off. After x-raying the patient, they saw the broken off piece had migrated to the lungs and is not able to be removed. Patience stayed at the hospital for an extra week for evaluation. The patient condition was stable but is at risk for complications. The patient outcome was released from hospital. The event occurred pre-treatment. Additional information was received on 01 feb 2023: a radiograph was conducted on the patient's chest and verified where the rest of the catheter was.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. The returned actual sample showed the proximal hub of the IV catheter. The proximal hub was viewed under 100x magnification and it was observed that the point of separation has a clean cut. Similarly, the tube is slightly pressed. The remaining catheter tube measures around 2mm from the hub tip. Based on the results of our previous simulation and investigation, there is no evidence that the device had a pre-existing defect related to the materials or the manufacturing process. The returned proximal hub was analyzed under magnification, and the point of separation was found to be cleanly cut and slightly pressed. From the hub tip, the remaining catheter tube measures about 2mm. Since the complaint lot number was unknown, neither the lot history file nor the retention sample were checked. Instead, a simulation was conducted on the representative sample through the insertion of an IV catheter into the dummy arm. The simulated sample showed a similar appearance to the actual sample when the catheter tube was purposefully cut while removing the surgical tape. If there is a pre-existing hole or damage, leakage will occur on the exposed 2mm catheter tube. However, the actual sample was in the patient for four days with no reported issues, indicating that the device worked properly. The damage most likely occurred during the removal process. On previous catheter breakage complaints, we challenged the tensile strength where the catheter tube elongated and an obvious dent was observed, but no breakage or holes were noted on the catheter tube that could result in the complaint. This demonstrates that the catheter tube has a high tensile strength and does not easily break under tension. Although a definitive cause could not be determined, our evaluation determined that the condition of the returned sample is most consistent with inadvertent damage caused by contact with a sharp object. Moreover, our catheter tube has a high tensile strength and does not easily break even when subjected to a high tensional force. We have series of inspections from manufacturing process until outgoing process where defects that may cause catheter breakage are checked.